Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple infusion set occlusion alerts that were only resolved after changing supplies, with observed clogging in the tubing and no noted kinks or bent cannula; a goodwill order of inset infusion sets was sent, and two alerts were reported. Symptoms included hyperglycemia, with a highest blood glucose of 300 mg/dl and levels above range for over 90 minutes, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of insulin delivery that required user intervention and a subcutaneous insulin pen injection as back-up therapy, with no medical treatment or hospitalization. Investigation included customer interview and case review. Investigation of this case revealed an infusion set/tubing occlusion that resolved after infusion set replacement, consistent with supply-related obstruction. It was concluded that an infusion set occlusion occurred and that replacement of the infusion set and supplies restored expected insulin delivery.